Event description:
Product kangaroo joey enteral feeding pump bag #763656 [(B)(4)]. Pt received replacement kangaroo joey feeding pump (B)(6) 2019 after existing pump (>12 months old) began to become difficult to prime (air bubble in feeding pump bags tubing). Caregiver again had priming problem with new pump and it was speculated by vendor that the feeding bags could be causing issues. Wife reports deciding to stop using bags associated with possible priming issue. These bags had expiration date at or around 07/31/2022 (lot# 192240025). Today she again tried these bags and the new pump again would not prime (air bubbles in tubing). The wife then resumed feeding with trusted bags with expiration at or around 04/30/2021 (lot# 181450169). No issues reported with these bags, however, she only has 6 left (at 1 bag used per day). Supply of these bags has been limited. FDA safety report ID# (B)(4).